Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they had a recurring no delivery alarm during bolus. The customer's blood glucose was 423 mg/dl at the time of incident. The customer stated that the reservoir was not empty. The customer stated that the insulin did not exit during fixed prime. The customer stated that the insulin did exit after priming after changing the reservoir. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No excessive no delivery alarm noted during our testing. The insulin was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump had cracked case at the display window corner, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.